Event description:
It was reported that post a stenting treatment the patient experienced a rash. The physician implanted a promus element plus stent in the left circumflex. Seven days post procedure the patient experienced urticaria rash and itchiness. The patient was prescribed medication. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).